Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was admitted to the hospital for diabetic ketoacidosis (dka). Customer was disconnected from the pump and was treated with intravenous insulin. Customer reported there were no issues with the pump or supplies. Customer declined to provide further information regarding the hospitalization and declined follow up from tandem technical support.